Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing separates when using bd alaris¿ pump module administration sets. There was no report of patient impact. The following information was provided by the initial reporter: we are having product issues, it's falling apart when nursing tries to use it. All of the tubing we have on hand has this lot number.

Event description:
It was reported that the tubing separates when using bd alaris¿ pump module administration sets. There was no report of patient impact. The following information was provided by the initial reporter: we are having product issues, it's falling apart when nursing tries to use it. All of the tubing we have on hand has this lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: the customer reported the tubing is falling apart and returned one used sample of material #2420-0500. The sample was clearly separated at the lower fitment and the complaint is verified. A device history record review for model 2420-0500 lot number 20123007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is traced to insufficient solvent. The tubing was also crimped/bent at the connection site. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20123007 regarding item #2420-0500.